Manufacturer narrative:
On 10/14/2015: follow up attempt was made; however, customer did not respond. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated. Customer disconnected from the infusion site and was able to see insulin drops coming from the tubing. Customer changed out all supplies and delivered a correction bolus. During troubleshooting with tandem technical support, customer stated that blood glucose level had come down to 525 mg/dl. Tandem technical support informed customer that due to blood glucose level decreasing, it appeared that the new cartridge, insulin, tubing, site were performing as intended.